Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found in the review of these records to indicate there was a manufacturing related cause for this event. Investigation summary: one 10.0fr peel-apart sheath and one vessel dilator sample was returned for evaluation. Visual and microscopic visual evaluations were performed. The peel-apart sheath appeared to be partially peeled and twists were observed proximal to the t-handle. Significant blood residues were noted on the sheath. Improper (uneven) valve separation was noted, so that more of the valve remained on one side than the other and the peel did not occur through the center. One segment of the valve and valve cap was attached to the t-handle (the side with the bard logo), but the half of the valve and valve cap on the other side was detached. Some evidence of bonding was present on the t-handle segment with missing top cap, but this evidence was not consistently obvious throughout the bond area. Deformation was noted in the distal end of the peel-apart sheath and dilator. One photo was also provided for review. The photo review showed that the valve was peeled unevenly so that the peel did not occur through the center and more than half the valve was present on the visible side. Significant blood residues were noted on the device, particularly on and around the pieces of the t handle and valve. Manufacturing review was performed, which agreed with the confirmation of the detachment of the top cap and improper valve separation. The presence of the fractured valve and missing top cap provide evidence that a leak path may have been present at the time of use. However, sufficient evidence was not present to confirm any manufacturing issue at this time. The reported level of blood loss through the valve cannot be directly confirmed. Improper separation and fracture in the valve, along with material separation and bond loss between the valve cap and t-handle, which were identified during evaluation, are confirmed. A definitive root cause for the reported leakage and the identified difficulty of separation, valve cap bond loss and separation, and improper valve peel/fracture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the backflow valve of the port was allegedly not stopping the blood return and the patient lost significant amounts of blood. Furthermore, it was reported that the patient had allegedly lost close to one-hundred and fifty milliliters of blood. Additionally, the patient allegedly experienced supraventricular tachycardia and had to receive albumin to recover blood loss. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure the backflow valve of the port is allegedly not stopping the blood return and the patients are losing significant amounts of blood. Further it was reported that the patient lost close to one hundred and fifty ml of blood. Additionally, patient went into supraventricular tachycardia and had to receive albumin to recover blood loss. Current status of the patient is unknown.